Event description:
It was reported that the unspecified bd infusion set experienced flow issues. The following information was provided by the initial reporter: patient was on tpn and lipids, which was supposed to infuse within 12 hours. Infusion finished within 6 hours.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd infusion set experienced flow issues. The following information was provided by the initial reporter: patient was on tpn and lipids, which was supposed to infuse within 12 hours. Infusion finished within 6 hours.

Manufacturer narrative:
H.6. Investigation summary: no product or photo was returned by the customer. The customer complaint that patient was on tpn and lipids, which was supposed to infuse within 12 hours. Infusion finished within 6 hours could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.